Event description:
Hamilton medical ag received the following event description from the partner: "a customer claim that sometimes the unit alerts on low oxygen. It happens after several hours of works by high flow mode and not immedietly. On 21/2 they connected a patient and it alerted on 27/2. It happened also by p-cmv mode. In all these cases the saturation of the patient got down. The unit show the same o2% that had been configured. "

Manufacturer narrative:
We have received further information from the hospital: according to the customer the incident happened on (B)(6) 2023. The previous occurrence date (B)(6) 2023 has been updated in this report. 1 patient was involved. The patient wasn`t harmed. The customer repaired the unit, there was a leak in the tank.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for treatment. Based on the information found, the root cause cannot fully be determined. A possible root cause for the "low oxygen" alarms could be an issue with the hospital's gas supply. The customer replaced the o-ring of the tank sinter plate and the two mixer valves. The distributor technician performed all recommended tests, and the device passed all tests. There was no patient or user harm reported.

Event description:
Hamilton medical ag received the following event description from the partner: "a customer claim that sometimes the unit alerts on low oxygen. It happens after several hours of works by high flow mode and not immediately. On 21/2 they connected a patient and it alerted on 27/2. It happened also by p-cmv mode. In all these cases the saturation of the patient got down. The unit show the same o2% that had been configured. " .

Manufacturer narrative:
Further information regarding the incident has been requested. Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description from the partner: "a customer claim that sometimes the unit alerts on low oxygen. It happens after several hours of works by high flow mode and not immedietly. On 21/2 they connected a patient and it alerted on 27/2. It happened also by p-cmv mode. In all these cases the saturation of the patient got down. The unit show the same o2% that had been configured. " .